Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. A bipap auto biflex device was returned to a third-party service center with no initial alleged complaint. There was no report of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. A bipap auto biflex device was returned to a third-party service center with no initial alleged complaint. During the evaluation of the device at the third-party service center the device was visually inspected and evidence of foam particles was found. In addition, the device was scrapped by the service center after the evaluation was completed.

Manufacturer narrative:
510 k number, b5, occupation, report source, reason device not eval and coding grids have been updated.